Event description:
The customer reported that during procedure preparation, his olympus visera video system center was not producing an image. According to the initial reporter, the staff completed the case using a similar device without any delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. No image was appearing due to a damaged connector. Additionally, it was noted the excessive stress had been applied to the output socket. The front panel was found damaged and the battery had run out due to a failing printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty connector. The specific root cause of the faulty connector could not be determined at this time. Olympus will continue to monitor field performance for this device.